Event description:
It was reported through the results of a clinical trial that five months and eight days post an index procedure using a drug-coated balloon catheter, in the cephalic vein at the cannulation zone, the subject had an adverse event of cephalic vein restenosis and was treated with an av access circuit reintervention. Reportedly, standard percutaneous transluminal angioplasty and a drug coated balloon catheter were used to treat the target lesion. The re-intervention was successful, and the outcome was resolved. It was further reported that one year, two months and twenty-four days post an index procedure using a drug coated balloon catheter, the subject had an adverse event of fistulogram, recanalization and angioplasty and thrombosis of cephalic arch, juxta-anastomotic stenosis and was treated with an av access circuit re-intervention. Reportedly, standard percutaneous transluminal angioplasty, stent graft placement, lutonix dcb and thrombectomy/thrombolysis were used to treat the target lesion with initial stenosis of 60% and final residual stenosis of 3% and access thrombosis of 40% and final residual stenosis of 33%. Furthermore, the re-intervention was successful, and the current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 03/2026) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that five months and eight days post index procedure using a drug-coated balloon catheter, in the cephalic vein at the cannulation zone, the subject had an adverse event of cephalic vein restenosis and was treated with an av access circuit reintervention. Reportedly, standard percutaneous transluminal angioplasty and a drug coated balloon catheter were used to treat the target lesion. The re-intervention was successful, and the outcome was resolved. The current status of the patient is not provided.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiry date: 03/2026), g3, h6 (method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that five months and eight days post index procedure using a drug-coated balloon catheter, in the cephalic vein at the cannulation zone, the subject had an adverse event of cephalic vein restenosis and was treated with an av access circuit reintervention. Reportedly, standard percutaneous transluminal angioplasty and a drug coated balloon catheter were used to treat the target lesion. The re-intervention was successful and the outcome was resolved. The current status of the patient is not provided. It was further reported that ten months and ten days post the index procedure using a drug-coated balloon catheter, the subject had an adverse event of brachiocephalic vein stenosis resulted in poor access and flows, and was treated with an av access circuit reintervention. Reportedly, standard percutaneous transluminal angioplasty and a drug coated balloon catheter were used to treat the target lesion. The re-intervention was successful and the outcome was resolved.